Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clamp of a vented paclitaxel set was positioned upside down preventing it from being inserted correctly into the infusion pump. The issue was noticed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the device was assembled in october 2023. H11: the actual device was not available; however, a photograph of the sample and a retained sample was evaluated. Visual inspection was performed on the photo sample which showed that the blue clamp was wrongly assembled to the set. Visual inspection of the retention sample did not identify any abnormalities that could have contributed to the reported condition. The retention sample was also leak tested and no leak was observed. The reported condition was verified on the photo sample; however, the reported condition was not verified on the retention sample. The cause of the issue was due to supplier material related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.